Event description:
It was reported to philips that the system failed to boot due to a fatal error on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the repl. Kit ethernet switch crcb and hard disk spare part, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).